Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the inner hose of the motor device came apart. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed which found that the device ran in safety (power broken) and the rotations per minute (rpms) were below the manufacturing specifications. It was determined that the low rpm¿s was due to worn out vanes from normal wear over time. It was further determined that the cause of the power broken was due to failure to follow the directions for use and running the device in the safe or load position, which was user error. The assignable root causes were determined to be due to user error and normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.